Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had act button was sticking and need to push twice. Customer¿s blood glucose level was unknown. Customer declined to troubleshoot with technical support. Customer reported that they had huge crack on insulin pump and diminished battery life. The insulin pump will not be returned for analysis.